Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018, that two accumax 550 laser fibers were used during a ureteroscopy procedure performed on (B)(6) 2018. According to the complainant, during procedure, it was noted that the tip of the laser fiber broke upon firing. A second accumax 550 laser fiber was used and the same issue occurred. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a follow-up report will be submitted.

Manufacturer narrative:
Block h6: problem code 2907 captures the reportable event of fiber tip detached. Block h10:investigation result one flexiva 200 tractip laser fiber was returned broken in one piece with the tip detached, confirming the complaint. The fiber measured approximately 268.1 cm from the top of the connector to the tip. The exposed glass portion of the distal tip measured approximately 0.3 cm and was consistent with a fracture, likely as a result of handling during the procedure. The remainder of the tip was not returned. Visual inspection of the sma connector shows that the strain relief boot was detached and not returned. Visual inspection of the returned fiber noted burn marks on the fiber jacketing, likely a result of the fiber break occurring during use, resulting in a misfire. Review and analysis of all available information indicated that the cause code for this event is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on event. A review of the device history record (DHR) was performed and no deviations were found.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that two accumax 550 laser fibers were used during a ureteroscopy procedure performed on (B)(6) 2018. According to the complainant, during procedure, it was noted that the tip of the laser fiber broke upon firing. A second accumax 550 laser fiber was used and the same issue occurred. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a follow-up report will be submitted.